Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat the obtuse marginal. During deployment of the 2.75x23 mm xience xpedition stent, the balloon with the stent on it moved proximally from the target lesion and was deployed partially in healthy tissue. Another xience xpedition was treat the distal portion of the lesion. There were no adverse patient sequela reported. Although there was a 30 minute delay in the procedure reported it was not clinically significant for the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.